Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the customer have been getting some new product numbers of the cadd sets lately. The customer used the 21-7343-24 (low volume admin set with 1.2 micron filter) for a tpn patient, and he reported the pump ran for his full 12 hour cycle, but the bag was still mostly full. We swapped out his admin sets to the high volume 1.2 (21-7361-24), and he returned the faulty bag/tubing so we could test it. We ran a test at his full rate (218 ml/hour) for 1 hour. It only pumped 150 ml, and when we ran it again we got the same result. We used a different pump than the patient used. Lot number was not reported. No patient injury was reported.